Event description:
On (B)(6) 2014, the distributer contacted animas and reported a cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no power on reset events observed in the black box. The last bolus was delivered on (B)(6) 2014. The battery cap tightly secured to the pump and maintained electrical connection. There was a crack found along the battery compartment threads. No damage was found to the battery cap. The pump was exercised for 24 hours with the returned battery cap with no reboots. The reported power loss issue with the pump was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.